Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer initially received recurring low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer reported that they did not take insulin (type unspecified) for 2 days. The sensor scan results were "between 50 mg/dl to 90 mg/dl" in the morning, and the insulin dose was again withheld. Later that night, the customer received sensor scan result of 69 mg/dl and experienced symptoms described as "feeling sick and cold, stomachache, headache", dizziness, nausea, vomiting, and eventually lost consciousness. At this point, the sensor consistently showed 69 mg/dl. A caregiver called an ambulance and upon arrival of the paramedics, a glucose reading of "hi (above measurable range)" was obtained on a healthcare professional (hcp) meter compared to a sensor scan result of 69 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer was admitted in a hospital, where a glucose reading of 1185 mg/dl was obtained from a laboratory result compared to a sensor scan result of 69 mg/dl, and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer received different unspecified infusions for treatment of diabetic ketoacidosis, and had the sensor removed by the hcp. A few minutes later, the customer regained consciousness. Additionally, the customer received further treatment of bicanorm taken twice a day; calcitriol once a day; lokelma once a day; pregabalin once a day; and pantoprazole once a day. The customer was admitted in the intensive care unit (ICU) for 4 days and remained hospitalized until (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event codes 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). Sensor was damage during decasing. Antenna damage was observed. A further investigation has been performed due to the damaged antenna. Visually inspection of the returned sensor was performed and no issue were observed. Visually inspection of the returned sensor ¿s pcba (printed circuit board assembly) was performed and broken antenna leg was observed. The antenna was damaged during de-casing. The data log was successfully retrieved from sensor using evm (evaluation module). Sensor was placed into pcba (printed circuit board assembly) test fixture and performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The damage was caused during de-casing did not affect the sensor ability to communicate nor its ability to function as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer initially received recurring low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer reported that they did not take insulin (type unspecified) for 2 days. The sensor scan results were "between 50 mg/dl to 90 mg/dl" in the morning, and the insulin dose was again withheld. Later that night, the customer received sensor scan result of 69 mg/dl and experienced symptoms described as "feeling sick and cold, stomachache, headache", dizziness, nausea, vomiting, and eventually lost consciousness. At this point, the sensor consistently showed 69 mg/dl. A caregiver called an ambulance and upon arrival of the paramedics, a glucose reading of "hi (above measurable range)" was obtained on a healthcare professional (hcp) meter compared to a sensor scan result of 69 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer was admitted in a hospital, where a glucose reading of 1185 mg/dl was obtained from a laboratory result compared to a sensor scan result of 69 mg/dl, and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer received different unspecified infusions for treatment of diabetic ketoacidosis, and had the sensor removed by the hcp. A few minutes later, the customer regained consciousness. Additionally, the customer received further treatment of bicanorm taken twice a day; calcitriol once a day; lokelma once a day; pregabalin once a day; and pantoprazole once a day. The customer was admitted in the intensive care unit (ICU) for 4 days and remained hospitalized until 21-jul-2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer initially received recurring low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer reported that they did not take insulin (type unspecified) for 2 days. The sensor scan results were "between 50 mg/dl to 90 mg/dl" in the morning, and the insulin dose was again withheld. Later that night, the customer received sensor scan result of 69 mg/dl and experienced symptoms described as "feeling sick and cold, stomachache, headache", dizziness, nausea, vomiting, and eventually lost consciousness. At this point, the sensor consistently showed 69 mg/dl. A caregiver called an ambulance and upon arrival of the paramedics, a glucose reading of "hi (above measurable range)" was obtained on a healthcare professional (hcp) meter compared to a sensor scan result of 69 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The customer was admitted in a hospital, where a glucose reading of 1185 mg/dl was obtained from a laboratory result compared to a sensor scan result of 69 mg/dl, and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer received different unspecified infusions for treatment of diabetic ketoacidosis, and had the sensor removed by the hcp. A few minutes later, the customer regained consciousness. Additionally, the customer received further treatment of bicanorm taken twice a day; calcitriol once a day; lokelma once a day; pregabalin once a day; and pantoprazole once a day. The customer was admitted in the intensive care unit (ICU) for 4 days and remained hospitalized until (B)(6) 2025. There was no report of death or permanent impairment associated with this event.